Event description:
It was reported: "the patient slowly developed a reaction at the implant site (fibula) resulting in pain and swelling after an atf primary repair. Implant was a bioabsorbable that left behind the patient's own bone marrow edema."

Manufacturer narrative:
The reported event could not be confirmed, since the device was not returned for evaluation and no other evidence was provided. A review of the device history for the reported lot did not indicate any abnormalities. In particular sterilization steps and the irradiation protocol were checked in detail and no deviations verified and thus, we exclude a manufacturing error. No corrective actions are required at this time. During screening study on cytotoxicity to address (B)(6)[1] and FDA`s blue book memorandum, tests were performed and according to summary [excerpts] ¿¿existing data regarding the biocompatibility of the sonicanchor 3 year acc. Aged were summarized¿the biological and chemical patient risks were assessed based on the existing data. The cytotoxicity test of the sonicanchor resulted in no cytotoxic effects. Therefore, the requirements acc. Iso 10993-1 [1] are fulfilled in terms of cytotoxicity.¿ received information were forwarded to an hcp for a medical statement and according to him [excerpts]: ¿¿bioresorbable products sometimes take a very long time to dissolve completely. Even self-dissolving sutures are sometimes found after many months. And dissolution itself naturally leads to a prolonged, i.e., greatly prolonged reaction, or exposure to foreign materials, and thus places higher demands on biocompatibility than a product that does not dissolve and (at least in our opinion) then becomes largely biologically inactive.¿ a more detailed clinical statement is not possible on the info currently given. Furthermore, whether an allergy test was performed was requested but to no avail. However, material sensitivity reactions are clearly pointed out as adverse effects under the corresponding labelling. Finally, due to information available an exact root cause could not be determined but it could not be excluded that the reported event is rather clinical than device related. In case substantive information will become available in future that suggests otherwise we reserve the right to reopen the case.

Manufacturer narrative:
The device will not be returned. If additional information becomes available, it will be provided in a supplemental report. Implant was a bioabsorbable that left behind the patient's own bone marrow edema.

Event description:
It was reported: "the patient slowly developed a reaction at the implant site (fibula) resulting in pain and swelling after an atf primary repair. Implant was a bioabsorbable that left behind the patient's own bone marrow edema."